Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump had scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer did not state any significant events leading to the alarm. The insulin pump will be returned for analysis.